Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote es balloon catheter with blood and contrast in the balloon and lumen. The balloon was loosely folded. Microscopic inspection found no irregularities or defects with the balloon and markerband. Microscopic and tactile inspection revealed a hole/perforation in the inner shaft, at the proximal edge of the markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.